Event description:
The facility's biomedical engineering department reported an infusion pump that alarmed "pump failure" during patient use. The pump was reported to be infusing milrinone at a rate of 0.5mg/kg/min to a sedated patient when the failure occurred. The pump was changed immediately and removal from use. According to the facility's risk manager, no patient injury or needle for medical intervention has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis, or set up of the infusion device.